Event description:
Distal balloons not maintaining pressure.

Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment. The patient may be not getting title volume, may need to be re-intubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure.

Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment. The patient may be not getting title volume, may need to be re-intubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Complaint history for this product reviewed. 2 similar complaints have been reported in the last 24 months. The complaint stated that this et tube balloon had slow deflation, this would occur if there was a slow leak present. Samples from lot# 2004010546 were inflated, placed in warm water for leak checks, deflated and reflated, and tested again to simulate cuff check deflation. No leaks were present in cuffs. Issue could not be replicated with samples from lot. Cuff leaking can be caused by numerous sources, including prior to and during intubation. Et tube cuffs are 100% leak tested during production to ensure no tears were caused during production. Cuff leaks are easily detectable by the attending physician and it is common practice to test the cuff prior to use. Since the tube is used orally it is possible for teeth or other sharp edges in the human body to cause this damage. It is recommended to completely deflate the cuff while initially intubating to reduce the surface area and risk of a scratch. Risk(ra-47): r25: cuff loses pressure has a severity of s=6, occurrence o=2, rpn=12. Rpn<25 therefore risk is acceptable.

Event description:
Distal balloons not maintaining pressure.